Event description:
Healthcare professional reported left side fluid was noted to come out into the drain that was in place. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified three curved openings and flat creases. A microscopic analysis and leak test were performed which identified three curved openings striated. Based on the device analysis the final assessment is three openings striated in the side posterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.